Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they experienced hyperglycemia and the insulin pump had received software error detected. Customer's blood glucose value was 409 mg/dl. The customer states that they were able to clear alarm. The customer reported that fill cannula was not recorded in daily history. The customer reported that the self test passed. The customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.